Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a scrotal hematoma due to postoperative bleeding and received appropriate treatment. Unfortunately, following the management of the hematoma, the patient developed a scrotal infection, likely related to the revision surgery. As a result of the infection, the reservoir and pump were completely removed. Several months later, a surgical procedure was performed to remove the cylinder and implant a new ipp. No further complications were reported.